Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91397678 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial (B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. The negative sample was tested four times on the eplex rp2 assay, twice on the eplex instrument bay c3 (sn (B)(4) and once each on bay d3 (sn (B)(4) and d4 (sn (b). Both runs on bay c3 generated positive results for sars-cov-2. The data shows that two samples run on (B)(6) 2023 were also robustly positive for sars-cov-2. Subsequently, the next samples run were on (B)(6) and (B)(6), 2023 and both samples were negative for sars-cov-2 with no underlying signal generation. This data confirms that before the two negative vtm control runs on (B)(6) 2023 this bay was able to correctly report sars-cov-2 as not detected with samples. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua201822 documented in the record (B)(4).

Event description:
On february 13, 2023, genmark was advised of unexpected positive results for sars-cov-2 on the eplex rp2 panel tested on (B)(6), 2023. Genmark was advised a viral transport media (vtm) sample used as a negative control sample generated two positive sars-cov-2 results. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 runs suggesting the consumables performed as expected.